Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a follow-up visit, the device exhibited no telemetry and dashes (---) were noted for most parameters. Battery current was high and the ECG also showed that the pacemaker was not sensing the patient's heart beats.